Event description:
The physician reports that when he attempted to stent a subclavical stenosis from the arm, the stent jumped forward partially into the thoracic aorta. He said that he deployed a smart stent to tack the protege down because he was worried that it might slip further into the aorta. It appeared that the pt had done well during and immediately after the procedure, but expired within the next day or two. The physician has no knowledge at this time, that pt's death was related to the procedure.